Manufacturer narrative:
Philips investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed from error logs that the system experienced a software error. The rse advised the customer to reboot the system, which resolved the issue. The system was restored to normal operation and returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system took about an hour to boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.